Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. Device was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.